Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that there were multiple episodes of tachycardia, most discriminated by the device as svt. The discriminators appropriately identified the tachycardia as svt, but then changed its diagnosis to vt and the implantable cardioverter defibrillator delivered inappropriate therapy. Programming changes were performed. There were no patient consequences.